Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the issue was isolated to corrosion in the j704 component of the dn pca. The root cause for the corrosion was unable to be positively identified.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.